Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Bleeding is a known potential adverse event of the impella cp per the instructions for use.

Event description:
Impella cp was inserted via left femoral artery in a 78 year old male who was admitted for high risk percutaneous coronary intervention. The patient¿s comorbidities were coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was scai stage a. The patient received support with the cp for the coronary angioplasty procedure. During the procedure, the patient experienced large extravasation of blood from the left femoral site where the impella was placed. 3 percloses were attempted to be placed throughout the procedure, then an additional 1 perclose as well as angioseal at the end of the procedure. Manual pressure was also applied. It was decided to place two peripheral covered stents in the left femoral artery to resolve the bleeding. The patient received 2 units of blood and was explanted. Bleeding is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
D9: updated the devices return information. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: access site adverse event/ major bleed: the cause of the bleeding issue was most likely use related since acts at the time of the bleed were 286 seconds which is above the recommended limit of 180 and no defect was observed on the returned introducer.